Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. No unexpected pump error 25 alarms during testing or in the format history file. No unexpected replace battery alerts, replace battery now alarms or low battery alerts noted during testing. Multiple replace battery alerts, replace battery now alarms and low battery alerts were present in the format history file and the power management graph was in specification, however the power management graph indicated connector resistance issue (j6). Connector for j6 on pcba 1 was properly connected during visual inspection. The j6 connector was disconnected and reconnected then monitored for 2 days with the unit functioning properly during testing. Unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, cracked select button on keypad overlay, cracked case on battery tube area and peeling end cap address lable. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported that battery longevity was short and would last only a day. Customer's blood glucose was 9.8 mmol/l. Troubleshooting was performed and customer was advised that insulin pump would need to be replaced.